Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
The patient reported the dentist recommended stopping use of the byte aligners. The dentist had concerns about them eventually pulling the teeth forward too much based on the lack of results.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.